Event description:
It was reported that the lead was part of the system revision due to infection with pocket redness. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).